Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated (B)(6) results while using the architect i2000sr analyzer. The customer provided the following results: sid (B)(6): initial 1.18 s/co ((B)(6)), retest 0.71 s/co ((B)(6)). There was no adverse impact to patient management reported.